Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump¿s screen had rainbow effect which making it hard to read, batteries lasting less than 7 days, rejected brand new batteries, reservoir cartridge not attaching to infusion set properly and insulin pump shoot or squirt out insulin when priming. No harm requiring medical intervention was reported. The device will not be returned for analysis.